Event description:
A customer reported a delivery issue associated with a replacement adc device. The customer initially reported that the adc device prematurely detached, which led to being unable to obtain readings and was issued a replacement. The customer reported that due to a delivery delay, they did not have a device to monitor glucose with and received unspecified medical treatment from a third-party. The customer declined to provide any further information on the matter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.